Event description:
During testing at the user facility, it was reported that the core saber drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
During testing at the user facility, it was reported that the core saber drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
It was submitted in error that this event involved an adverse event and product problem. This event occurrent during testing at the user facility with no patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported. During failure analysis, the reported event was duplicated and confirmed during service evaluation. The probable cause of the issue was determined to be a malfunction of the cable assembly.